Event description:
It was reported taht: the user noted that the device was slightly wobbly. The user pushed the device over a threshold, and bent one of the casters. The device was removed from service. No patient or user injury.